Manufacturer narrative:
The device was not returned, so no analysis was conducted. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 20 minutes. It was reported that in the case, the imaging device and navigation device had a green line of communication and could see the trackers and reference frame. The imaging device tried to transfer the image to the navigation device and the following error message appeared on the navigation device; "transferred exam does not have registration information. Manual registration required." The medtronic representative (mr) had the site reboot the navigation device with the network cable disconnected. Then the site took another spin and it transferred without issue. There were 2 people in the room for the re-spin. The mr clarified that after the first spin, the exam would not transfer at all. The navigation device just kept saying ¿waiting for transfer¿. The mr then had to log out of the spine software and then get back in to the same procedure and surgeon. Then the mr manually tried to pushed the exam and that¿s when the ¿transferred exam does not have registration information. Manual registration required." Message was displayed. The mr had to reboot the imaging device, and then took another spin that transferred without error. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.